Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and ventilator¿s log files were not provided. Customer contacted third-party company to perform maintenance. The ventilator was restarted and afterwards the technician could not reproduce the issue. No parts were found faulty and the ventilator passed several pre-use checks. Since the issue could not been reproduced, the root cause of the reported problem could not be determined. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).